Event description:
It was reported that during testing conducted at the manufacturer, the drill's power cord heated up. This event did not occur in a surgical environment, so there was no patient involvement. No user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
The drill was returned to the manufacturer for an unrelated issue and upon evaluation, the power cord was found to heat up. The cord assembly was replaced and additional preventative maintenance was also performed. The drill was repaired and returned to the user facility.